Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the right ventricular (rv) lead had increased defibrillation impedance. Diagnostic imaging was performed which revealed no anomalies. The lead was capped and replaced. During the replacement procedure, the associated device was also explanted and replaced prophylactically due to the advisory and also due to the possibility that the impedance issue may have been related to the device header. The patient was stable with no consequences. Related manufacturer report number: 2938836-2017-35161.

Manufacturer narrative:
The reported event of increased defibrillation impedance was not confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, high voltage (hv) output, and patient notifier were tested and no anomalies were detected. A longevity calculation was performed and found the battery depletion was normal based on the device usage. No evidence of premature battery depletion was seen. The cause of the field event remains undetermined.